Manufacturer narrative:
An unresponsive screen while on patient was reported. The cardiohelp was changed with a backup unit. A getinge service technician (fst) was sent for investigation and repair on 2022-02-21. The reported failure "unresponsive screen" could be confirmed. The user interface hardware update kit was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. The root cause for the reported cardiohelp failure "touch panel is not responding" is known. The touch panel foil (material#70505.3579_rev.02) which was used formerly showed an increased rate of connection problems. As a solution for that a new touch panel was implemented and is built in cardiohelp units since september, 2019. In regards to the replacement of this part a service bulletin was provided to the sales and service units. Based on the results the reported failure "unresponsive screen" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Event description:
An unresponsive screen of the cardiohelp while on patient was reported. The cardiohelp was changed. No patient harm was reported. Complaint number: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available. A getinge technician will investigate the cardiohelp.